Event description:
The customer reported filament regulator errors during patient care cases. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and resealed. The x-ray tube was also recalibrated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.